Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot # 73l1800877 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples grab the skin once out of twice.